Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited high out of range right atrial (ra) pacing impedance measurements approximately one week post implant. It was noted that at implant high out of range measurements were observed when the lead was initially connected to the device, however was resolved with reinserting the lead. Data analysis was performed which noted there had been minute ventilation oversensing on the ra channel. Technical services discussed troubleshooting options for the next in-clinic follow-up. No adverse patient effects were reported.